Manufacturer narrative:
Date of the event: (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to staphylococcus epidermidis. The patient was hospitalized for the event. Three bags of peritoneal dialysis solution were used to wash the abdomen and an unspecified drug (intraperitoneally, dose and frequency not reported) was added into the dwell cycle as treatment for the event. The patient had not recovered from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available.